Event description:
It was reported that during a trochanteric fixation nail procedure, the surgeon attempted to place the helical blade in the nail, but kept hitting the nail instead of going into the hole on the nail. He was able to complete the procedure with the same instrument by pulling on the handle. Following the procedure, the consultant inspected the devices and found that the helical blade was getting stuck in the handle. He then tried the same helical blade with another, smaller handle, and had no problem. The procedure was extended by approximately 10 minutes. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and had marks and scratches on the outside diameter and hex countersink. The hex countersink also had scratches. Theh dimensions measured were within the print specification. The part was the correct material type and the hardness was acceptable. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The device was undamaged and in good condition. The insertion handle and connecting screw were assembled with a new trochanteric fixation nail and aiming arm, and the helical blade passed through the nail as intended. There did not appear to be any issue with the alignment. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)